Event description:
Per the clinic, the patient reportedly had a decrease in performance. The results of an integrity test (B) (6), 2009 indicated normal receiver stimulator function with multiple electrode anomalies. Explant and reimplantation is planned, but had not taken place at the time of this report may 19, 2009.

Manufacturer narrative:
(B) (4).